Event description:
A customer alleged that an achieva ventilator shut down while in use on a patient. The patient was at a hospital in a wheelchair waiting by the x-ray department. It was noticed by a repiratory therapist that the device stopped cycling and there was no audible alarm. The patient was removed from the vent and manually ventilated. There was no injury or harm.